Manufacturer narrative:
(B)(4). The customer reported that while monitoring with a philips avalon fm30 fetal monitor, a fetus was stillborn. According to the doctor, the system functionality is not according to specification as there were heart sounds although the fetus was stillborn. The available information gives no indication that these users verified fetal life before initiating monitoring (as specified in device labeling). Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that while monitoring with a philips avalon fm30 fetal monitor, a fetus was stillborn.